Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.¿ UDI: (B)(4) incomplete. The expiration date is not currently available.

Event description:
It was reported by the sales rep that the shaft of the customer's arthroscopic cord cutter was dislodged from the inner metal cutter during a case. There were no patient consequences but a 5 minute delay was reported. The case was completed with a competitors device. The device is being returned.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and inspected visually and functionally. Visually, it was observed that the cord cutter has no wear marks. Functionally, this device was tested on orthocord suture for 15 times and the device performs as intended with no fault found. Therefore, this complaint cannot be confirmed. A root cause for the reported failure cannot be determined at this time. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate only one device was disqualified from the lot. A review into the depuy synthes mitek complaints system revealed no other similar complaint for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the sales rep that the shaft of the customer's arthroscopic cord cutter was dislodged from the inner metal cutter during a case. There were no patient consequences but a 5 minute delay was reported. The case was completed with a competitors device. The device is being returned.